Manufacturer narrative:
Investigation result of flare detached. Investigation results: visual evaluation of the returned device found that the flare was detached and the handle cannula was in good condition. There was evidence of the flaring process performed during manufacturing. Further examination found that the dongle shaft, key and cannula in the crimping section were in good condition. Functional testing could not be performed due to flare detachment. The investigation found that the device flare detached; this condition does not allow the device to be actuated. Therefore, the most probable root cause classification for this event is supplier manufacturing. The supplier has since completed an investigation to address this issue. A review of the device history record (DHR) was performed and no deviations were found.

Event description:
It was reported to boston scientific corporation that a rotatable medium oval snare was used during a polypectomy procedure. According to the complainant, during the procedure, the physician attempted to control the device handle however, the loop failed to open. The procedure was completed with another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good. This event has been deemed a reportable event based on the investigation results; flare detached.